Event description:
On 05/08/2024 it was reported by a sales representative via phone that an ar-4152ds trim-it drill pins clear pin has a bubble that widened the shaft and was unable to fit through the drill sleeve. This occurred during use in a case with no patient effect. Case completed using a drill pin that was long enough to seat. Delay in case 30 minutes.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device has not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint allegation was confirmed. Three sealed packaged ar-4152ds with serial/batch number (B)(6) were received for evaluation. The device that allegedly failed was not received for evaluation. Upon visual inspection of the returned devices, no defects were observed. No bubbles or defects were found on the poly (l-lactide) of the trimit drillpin 2.0 mm, metal tip. However, upon reviewing the customer¿s photographs, a small bubble was noted on the shaft of the poly (l-lactide) material, and the tip of the device was deformed. The method of bone preparation employed during the procedure and the bone quality encountered were not provided. The reported failure is due to a use/technique error. When the implant resists entering the bone, the wire driver spins at significant speed without any advancement, which could cause a bubble to form due to the amount of torque. The predrill in this system should always be used to prepare the canal. Additionally, very hard bone could be a factor in the failure.

Manufacturer narrative:
The complaint allegation was confirmed. Three sealed packaged ar-4152ds serial/batch number (B)(6) were received for evaluation. The device that failed was not received for evaluation. Upon visual inspection of the returned devices, no defects were observed. There were no bubbles or defects found on the poly (l-lactide) of the trimit drillpin 2.0 mm, metal tip. However, upon reviewing the customer's photographs, a defect resembling a small bubble was noted on the shaft of the poly (l-lactide) material. The reported failure is a supplier manufacturing issue. (B)(4) was opened to address this issue.

Manufacturer narrative:
The complaint allegation was confirmed. Three sealed packaged ar-4152ds serial/batch number (B)(6) were received for evaluation. The device that failed was not received for evaluation. Upon visual inspection of the returned devices, no defects were observed. There were no bubbles or defects found on the poly (l-lactide) of the trimit drillpin 2.0 mm, metal tip. However, upon reviewing the customer's photographs, a defect resembling a small bubble was noted on the shaft of the poly (l-lactide) material. The most likely cause of the reported failure is supplier manufacturing issue.